Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted using a large flexnav delivery system. The final implant depth was approximately 4mm. After the implant, the patient experienced a complete heart block. A temporary pacing was left in place and patient was monitored by the facility as an inpatient for 24 hour to monitor for signs of recovery of intrinsic rhythm, however, it did not recover. On (B)(6) 2023, the patient received a permanent pacemaker. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block (complete heart block) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient previously had right bundle branch block, there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the implant depth was approximately 4mm (deeper than the recommended 3mm). The provided imaging was reviewed by an abbott clinical engineering manager. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the patient's prior history of heart block and/or the implantation depth contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 health effect - clinical code: code 1751 removed.